Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement test, and displacement test. Power graph analysis confirmed low battery in the long trace history file and an abnormal loaded voltage at the power graph due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. No unexpected failed battery test alarm noted during test. The insulin pump was monitored for two days, no unexpected heating of device was observed during monitoring period. No obvious signs of heat damage, or burned components during visual inspection of the electronics assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was unknown. Troubleshoot was performed. Pump alarmed with replace battery now. Customer stated contacts are neither missing nor damaged. Customer received battery failed alarm. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.